Event description:
It was reported that, the patient underwent removal of titanium cannulated femoral recon nail (frn) and four (4) unknown screws due to nonunion. This report is for one (1) unk - screws: trauma. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
510k: this report is for an unk - screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: investigation summary: the complaint device (unk - screws: trauma) was not received for investigation. A photo investigation was performed based on the photos attached in notes & attachments section of pc titled (B)(4) x-ray (B)(6) 2021¿ and (B)(4) x-ray img_1832.jpg (B)(6) 2021". The images were reviewed, and the complaint condition is not confirmed. After review of the x-ray provided, a displaced nonunion fracture is visible, the proximal fragments appear to be disassociated from the shaft of the bone. Additionally, a cannulated cancellous screws and a frn 10x380mm greater trochanter, right are present in the provided x-ray. Nevertheless, there are no notable defects identified and no signs of issue with the device(s) shown on the x-ray. A manufacturing record evaluation cannot be performed due to lot number being unknown. This complaint is not confirmed as a photo inspection does not show malfunction of the complaint device. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.